Event description:
It was reported that the right atrial lead and the right ventricular lead exhibited episodes of noise. The atrial lead noise was reproducible in clinic with arm movement. The pulse generator exhibited noise and pacemaker mediated tachycardia with automatic mode switches. Programming changes were made to address pmt. No symptoms were reported. The patient condition was stable before and after the changes.

Event description:
New information noted that the noise issue was resolved by replacing the right atrial lead. The patient had no complication after the procedure.